Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had the device for the bladder and the bowel. They said it was working fine until the day before yesterday. They fell and wondered if they messed something up. They could not get the handset and the communicator to connect to the stimulator. It kept saying device not found. When asked if they had the recharging cord plugged into the communicator or if they had any electromagnetic interference around, they said no.  They were instructed to place the communicator vertically with the blue side against the skin. They were able to connect to their settings and were on program 1 at 2.0 volts. They asked how to switch to programs 5-7. They were walked through how to switch programs, but only had programs 1-4. They were advised that if they wanted the other programs, the doctor would have to add them. There were no patient symptoms or further complications reported at this time.